Event description:
On (B)(6) 2011, it was reported the patient's blood glucose level increased to "almost 500 mg/dl". The patient reported no symptoms of high or low blood glucose levels and denied seeking medical attention or treatment. The patient noted that for two to three weeks, the reported meter went into the suspend mode without any user intervention or keypad presses. The patient corrected her blood glucose level with insulin via a syringe. The patient did not suffer an adverse event due to the reported pump. The patient¿s blood glucose level was not at a severe injury level, she experienced no symptoms and she did not receive any medical attention. However, as the pump suspend/keypad issue was not resolved, this complaint is being reported.

Manufacturer narrative:
(B)(4). Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2011 with the following findings: one suspend observed in the black box on (B)(6) 2011 at 4:46pm, basal delivery was not resumed after pump was suspended. Suspend history shows the previous suspend occurred on (B)(6) 2011. The pump was exercised for 29 hours without self-suspending. All buttons respond to presses normally, the keypad is undamaged. The keypad was removed and no evidence of contamination was found under the button contacts.

Manufacturer narrative:
The pump has been returned to animas; however, the investigation has not been completed. No conclusions can be drawn at this time. Once the evaluation has been completed a supplemental report will be filed. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.